Event description:
Device interrogated. Info received: 24 non-sustained episodes with average length 150 to 440 milliseconds, over sensing on another episode where shock diverted then one appropriate shock. Pt admitted to another hosp for laser lead extraction with new lead implantation.